Manufacturer narrative:
On march 12, 2021 the mentor failure analysis lab has received the device for evaluation. The investigation of the returned device was completed by the failure analysis lab on march 28, 2021. Device evaluation summary: according to the information received, the patient experienced breast pain and a rupture on the smooth hpg, 325cc implant. The product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that the smooth hpg, 325cc breast implant was found to be ruptured. The implant was received in three (3) parts. Microscopic examination was performed and the cause of the tear could not be identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture and breast pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast reconstruction surgery with a 325cc mentor memorygel breast implant experienced left sided rupture and breast pain post procedure. As a result, patient underwent removal and replacement with a non mentor (allergan) breast implant on (B)(6) 2021.